Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that on an unspecified date customer¿s adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further that due to this she/he could not perform a test so she/he was taken to the hospital to check her/his glucose status. Caller noted the customer¿s glucose was ¿low¿ so she/he was treated with glucose tablets. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer¿s caregiver reported that on an unspecified date customer¿s adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further that due to this she/he could not perform a test so she/he was taken to the hospital to check her/his glucose status. Caller noted the customer¿s glucose was ¿low¿ so she/he was treated with glucose tablets. No additional treatment was required. There was no report of death or permanent injury associated with this event.